Event description:
The following information was reported: a female patient underwent an interventional peripheral arterial procedure. The patient was anticoagulated with heparin and integrilin (2b3a), act 250-300. A mynxace 6f/7f vascular closure device was used to achieve hemostasis. The patient was discharged to the recovery unit, where an hour later, she developed a hematoma 4x3 fingers in size, subsequently, the patient's hemoglobin dropped with hemodynamic changes. The patient received 4 units of blood and was hospitalized for additional 2 days due to the reported incident. The patient was discharged from the hospital and was reported to be doing fine. Date of incident: ~(B)(6) 2015. Procedure type: intervention peripheral vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the probable cause of the reported hematoma was due to the use of anticoagulation. Specifically in this incident the use of integrelin (a known iib/iiia inhibitor). It should be noted that per the mynxgrip instructions for use (IFU), "the safety and effectiveness of the mynx have not been established in the following patient populations: patients with documented inr > 1.5 or patients currently receiving glycoprotein iib/iiia platelet inhibitors. " a review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.